Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the lead exhibited high capture threshold. The procedure was completed with the use of a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing, visual inspection, and x-ray inspection of the lead did not find any anomalies.